Event description:
It was reported that bradycardia occurred. Procedure summary: the patient started the case bradycardic. Vascular access was obtained via a transfemoral approach. The native aortic valve was treated with the implant of a 27mm lotus edge valve. The patient possibly became more bradycardic following valve implant. A pacemaker was implanted. No patient complications were reported.